Manufacturer narrative:
The field service engineer fixed the cushion inside the sample probe, performed various checks, and confirmed the module running within specifications. After service, no issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable crep2 creatinine plus ver.2 result for one patient sample with a cobas 6000 c501 module. The initial result was 279 umol/l. This result was reported outside of the laboratory and questioned by the doctor. The repeated result was 74 umol/l. The reagent lot number was 546264. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.